Event description:
Healthcare professional reported a left side deflation. Healthcare professional reports calcification. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles in the fill channel, fold creases, wear abrasion, brown biological tissue in the shell, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening. No calcification was observed on the device. Additional, changed, and/or corrected data: h.3, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6.

Event description:
Healthcare professional reports calcification. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.